Event description:
The surgeon reported a corneal burn. Additional information received from the surgeon stated the corneal burn occurred while aspirating the epinucleus. The patient cried out in pain. The cataract nucleus was soft and the surgeon did create a working space in the viscoelastic. The surgeon examined the tip and sleeve prior to using it and did not note any blockage of the aspiration port by the sleeve. The surgeon completed the case after switching out the phaco handpiece. The case was completed and the wound was sutured with several stitches. The surgeon stated the post operative astigmatism may be significant because of the retraction of the wound edges. Initially, the wound was not water tight, but it is now.

Manufacturer narrative:
The phaco handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.